Event description:
It has been reported to philips that the system did boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote engineer (rse) went onsite and confirmed that the system will not boot, with the customer indicating that a faulty power supply was the source of the problem. Review of system log file identified issue related to sib malfunctioning. The philips field service engineer (fse) inspected the system onsite and identified the cause of the issue was due blown fuse in m cabinet. To resolve the issue, fse replaced the blown fuse, and the power supply was replaced. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.